Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) displayed diagnostic anomaly. No intervention was reported. No adverse consequences on the patient were reported.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmission revealed false pause episodes due to under-sensing. Based on the information provided through a software investigation on (B)(6) 2023, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.